Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: (B)(4) unopened racepacks. Analysis and results: there are two previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tested the strength and the attachment to the needle of the samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. The results of samples received do not fulfill the OEM requirements. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: according to the internal procedures, corrective or preventive actions in order to avoid this kind of incidents in the future.

Event description:
Country of complaint: (B)(6). The thread resolved from the needle. The needle detached from thread.